Event description:
It was reported, the colonovideoscope presented e315 (communication or transmission problems). The issue occurred during reprocessing after the diagnostic enteroscope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.